Event description:
Customer reported noticing a blank screen on the display of his adc blood glucose meter and noted that it was not turning on when the button was pressed or with test strip insertion. Customer further reported that this started the "beginning of (B)(6) 2012", and as a result of this issue on (B)(6) 2012 he experienced symptoms that were described as "sugar (was) high, dry mouth, leg cramps, and a cut on his right leg which later became infected". Customer reported self-treating with water, self-presenting to a local health care facility where he was diagnosed with hyperglycemia and treated with an unknown antibiotic. During troubleshooting with customer service it was determined that customer was using expired test strips (expiration date 31jan2008). There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. (B)(4).